Event description:
The customer reported that this transmitter is automatically discharging patients randomly. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this transmitter is automatically discharging patients randomly. According to the customer, the unit discharges the patient and they have to readmit the patient constantly. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm unable to provide this information. B6 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm unable to provide this information. B7 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm unable to provide this information. D10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; I'm unable to provide this information.

Manufacturer narrative:
Details of complaint: the customer reported that this transmitter is automatically discharging patients randomly. According to the customer, the unit discharges the patient and they have to readmit the patient constantly. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: upon evaluation from the repair center, they were unable to determine the root cause of the unit automatically discharging as they were unable to duplicate the reported issue after multiple attempts. The reported issue could not be duplicated or confirmed. A definitive root cause could not be determined. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this transmitter is automatically discharging patients randomly. There was no patient injury reported.